Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus hmi results 3rd sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution air/ water channel; swab distal end. Bacterial identification: no findings. The device was evaluated where an additional potential adverse event was confirmed where: the air/water cylinder and tube, and the channel tube had foreign objects. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 5 colony forming units (cfus) of bacillus cereus, bacillus species, micrococcus luteus/lylae and paenibacillus glucanolyticus. 1 colony forming units (cfus) of filamentous fungi. The device was retested on (B)(6) 2025, and it tested positive for 15 colony forming units (cfus) of staphylococcus epidermidis, staphylococcus warneri and rossellomorea sp and 9 colony forming units (cfus) of staphylococcus epidermidis, staphylococcus warneri and staphylococcus pasteuri.